Event description:
During the device check after the call, the autopulse platform (sn (B)(6)) is displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer was unable to clear the ua07 advisory. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and archive data review. The root cause of the reported complaint was defective load cells. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data indicated several (ua) 07 errors around the reported event date, thus confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 07 displayed upon powering on, thus confirming the customer's reported complaint. Load cell characterization test results confirmed that both load cell modules exceed normal parameters. The load cell modules were replaced to address the reported complaint. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the good known test battery for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).